Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has stopped hearing with the device after a head trauma occurred on (B)(6) 2022 and channels with abnormal impedances were found.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. No information on possible further steps has been received yet.

Event description:
The user has stopped hearing with the device after a head trauma occurred on 20-mar-2022 and channels with abnormal impedances were found.no further information has been made available.

Event description:
The user has stopped hearing with the device after a head trauma occurred on (B)(6) 2022 and channels with abnormal impedances were found. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.